Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09598. The pt is implanted with two percutaneous leads (from different lots). The pt presented with inadequate pain coverage from one of her two leads. A full parameter diagnostic indicated several contacts have invalid impedance values. Further the x-rays were inconclusive for lead migration and fracture. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.